Event description:
Green light pvp laser brought in from a rental company for a prostatectomy case. Biomed checked laser prior to use, it was good to go. After laser fiber connected to laser machine the self check failed. After adjustments and rebooting, another fiber was opened, this also did not pass the self check. After more adjustments the laser went into standby mode ready for use. After using part way through procedure delivering 24, 109 joules of power, but before procedure was complete the laser shut down. Since it was company policy not to issue more than two laser fibers the procedure was finished without use of the laser via transurethral resection of the prostate. This added length to the procedure time and the patient incurred this additional expense.